Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 507645 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that there was an alert for high superior vena cava (svc) impedance on the right ventricular (rv) lead. When measured in the office the following day, the impedance measured normal. There was noise on the lead that was also not able to be re-created in the office. It was noted that the patient had a fall sometime prior to the impedance alert. The lead remains in use. No patient complications have been reported as a result of this event.